Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms during load process. The customer's blood glucose (bg) level was not impacted. The customer reported that manual injections would continue to be used for insulin therapy.